Event description:
Patient reported experiencing an elevated blood glucose reading of 520 mg/dl a few days ago; continues to have elevated blood glucose readings. Patient's target blood glucose range is 100-120 mg/dl. Patient alleges the elevated reading is due to the infusion device delivery is too low. Patient stated he has had elevated readings for the past 3 days. Patient reported he felt fine at the time of the elevated readings. Patient stated he gave an insulin injection to resolve the elevated blood glucose readings; no outside assistance was required. On follow up call on (B)(6) 2014 patient reported his blood glucose readings have returned to normal range after giving the insulin injection. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, cartridge, adapter and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.